Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the wcs did not protrude. However, a functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the large knob was turned in the clockwise direction. A functional evaluation was performed. The device was plugged into the controller. The screen was entirely black with some large pixels. Although the reported complaint of loss of visualization was not confirmed, the black screen with pixelation confirmed a visualization issue. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal end of the wcs braid remaining attached to the pebax, appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01-mar-2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, visualization was lost. The physician tried restarting the device 2 to 3 times but the camera did not turn on. The procedure was completed with a stent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.